Manufacturer narrative:
No device evaluation was performed since the graft remained implanted in patient. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records or in the sewing records. A product from same process (batch) number underwent water permeability testing. Test result indicated value well within product specifications. No leakage was observed at the crotch area of graft bifurcation. No conclusion can be drawn. However, a review of the intervascular post marketing data and the testing performed on similar products would tend to indicate that the device performed as intended.

Event description:
Patient underwent an emergency procedure for a ruptured abdominal aortic aneurysm in 2006. During surgery, blood was evidenced at the crotch area of graft bifurcation. It was reported that leakage was stopped by additional suturing. No additional information was provided.